Manufacturer narrative:
The device was above elective replacement indicator (eri) level upon receipt. Visual inspection of the header found no anomaly related to the field concern. Electrical and mechanical analysis performed indicated normal functionality. Further interrogation at various lead impedance level confirmed normal impedance measurements. Additionally, sensitivity test performed at most sensitive level indicated normal results. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.

Event description:
New information received notes that the patient presented for a right atrial (ra) lead revision and pacemaker (pm) replacement procedure. Isometric testing was performed and noise noted on the ra lead was reproduced. The pm was explanted and replaced as it is subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action which applies to a subset of devices distributed and implanted outside of the united states. During the procedure, the right atrial (ra) lead was repositioned. The patient was in stable condition.